Event description:
Staff was using the affirm vpiii ambient temperature transport system and when they were attempting to break the ampule to release the media into the specimen cup then a shard of glass punctured the staff member's finger through the side of the ampule. FDA safety report ID#: (B)(4).